Manufacturer narrative:
(B)(4): it was reported that patient underwent revision and excision of posterior vaginal wall mesh erosion on (B)(6) 2007.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and surgisis es pelvic floor graft was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that patient experienced pain, erosion, bowel problems, organ perforation, recurrence, dyspareunia, and vaginal scarring. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.